Event description:
The following information was provided: it was reported that the patient's left hip was revised due to aseptic loosening of the shell. The shell, liner, and head were revised to competitor shell and liner, and stryker head. Rep confirmed there were no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.